Manufacturer narrative:
Device evaluation: one used product sample was received for evaluation. Visual inspection of the returned sample found no issues. However, functional testing confirmed a leak at the bonded area between the cuff and the tube when submerged under water.

Event description:
A report was received that alleges that the cuff of the tracheostomy tube was leaking after an unknown amount of time in use. Replacement was required. No incident related medical sequela was reported.